Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window and imaging core twisted, and the guidewire exit port was deformed, but the tip was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
Reportable based on device analysis completed on 26 oct 2023. It was reported that visualization issues occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the opticross was unable to cross the lesion and was removed. The procedure was completed with rota, a cutting balloon, and a drug coated balloon. There were no patient complications reported. However, device analysis revealed the imaging window and imaging core were twisted.